Event description:
Pt reported the infusion device is "not working" and did not provide an alert or error message. According to the installation time and warranty, the infusion device is supposed to be out of function. However, pt reported she did not receive any end of operation error messages. Pt experienced elevated blood glucose of 19 mmol/l (342 mg/dl) and felt a little sick as a result, and she plans to deliver insulin via pen. The infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.